Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted that the patient died just over two months post implant. The cause of death has been requested and not received.

Manufacturer narrative:
Follow up information received from the funeral home indicated the cause of death was dilated cardiomyopathy. No autopsy was completed. Circumstances surrounding patient death as reported on ambulance record and hospital records indicate the patient yelled out to spouse for help, was found sliding down the wall onto the floor and spouse attempted resuscitation. Emergency services arrived, resuscitation efforts were continued including intubation, therapy for ventricular fibrillation, pulseless electrical activity, therapy received for ventricular tachycardia but patient was declared dead at the emergency room. Last device report approximately six weeks prior to the patient's death indicated atrial pacing of 50.15%, ventricular pacing of 98.41%, normal device function. The last visit with the primary cardiologist four weeks before death indicated an abnormal optivol reading and fluid levels had been increasing since (B)(4) of 2010. A visit to the congestive heart failure clinic three weeks before death indicated the patient received a dobutamine infusion and labs showed an elevated creatinine. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.